Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received several button error alarms. The customer's blood glucose was unknown. The customer reported possible moisture exposure to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms noted during testing. However the pump had intermittent button response due to a flattened act button dome switch. No unlocked lcd keypad connector noted. The pump was received with moisture damage on the electronic assembly. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.